Event description:
The reporter indicated that a 12.1mm vicmo12.1 -9.5 diopter implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to dizziness and eye discomfort. The explant resolved the problem. In the reporters opinion the cause of the event was unknown.

Manufacturer narrative:
Patient identifier: (B)(6). (B)(4). Claim # (B)(4).

Manufacturer narrative:
H6 - device code: 1494 - this lens model is contraindicated for patients with age more than that of 45 years should be added to the initial MDR. Claim #(B)(4).